Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 69 mg/dl on her blood glucose meter followed by another reading of 34 mg/dl on another brand of blood glucose meter within a 10 minutes time period. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.